Event description:
It was reported that a caregiver disconnected and reconnected a bag to the supply line due to an alarm; this is a use error. The technical service representative (tsr) explained the setup was compromised and assisted with ending the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ?this device is intended for single use only. If additional relevant information is received, a follow-up will be submitted.